Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared and insulin delivery was resumed. Subsequently, the customer received a power source alert while the pump was connected to a power source to charge. The customer declined further troubleshooting with cts. The customer's blood glucose level was 160 mg/dl.